Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, visual analysis showed that the green suture appeared detached from the holder. A long, thin cutmark was noted on the holder slot, suggestive of damage caused by a sharp tool (e.g.: scalpel). The green suture edges were inspected; appeared linear and smooth, suggestive of suture being cut rather than broken. The manufacturing suture knot, which held the suture to the holder, was intact. Both leaflets appeared intact with no evidence of damage such as cracks and/or surface anomalies. Both leaflets were received in the closed position. A blue actuator was used to test leaflet movement, the leaflets moved without difficulty. The orifice appeared intact with no evidence of damage. Both inflow and outflow valve hinge mechanisms appeared intact. The valve sewing cuff appeared discolored showing evidence of blood contact. Small needle holes in the valve sewing cuff show placement of implantation sutures. The valve was rinsed under tap water, and it was verified that the carbon subassembly rotated in the sewing ring. The sewing ring was removed to expose the stiffening ring window. The lock wire was pulled out and the stiffening ring removed from the orifice. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to implant of this 27mm mitral mechanical valve, it was reported that the holding valve suture of the device was broken upon taking out of the packaging. The valve was not implanted and could not be stably implanted. The valve was replaced with another medtronic device. No adverse patient effects were reported.